Event description:
The manufacturer received information alleging that the device was "about to put unit into use when it started alarming". There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors was discovered in the device's event log. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging that the device was "about to put unit into use when it started alarming". There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors was discovered in the device's event log. The device's flow sensor was replaced to address the issue. The machine flow sensor was returned to the product investigation laboratory. During the investigation the product investigation lab (pil) is unable to confirm the complaint of the trilogy evo machine flow sensor. Visual inspection found the o ring missing. Pil concludes that no further investigation can be performed. Additionally, the UDI has been updated to current standards.